Manufacturer narrative:
The referenced scope was returned to the service center for evaluation of the reported leak in the scope. The leak in the scope was confirmed as a leak was observed from the distal bending section cover. A visual inspection was performed and found the bending section skeleton tab was protruding from the proximal side of the bending section cover. The bending section cover and the bending section skeleton was fully broken and separated with no signs of any sharp edges. Additionally, the service group noted excessive image guide fiber breakage (black dots) on the image a review of the service history indicates the scope was purchased on july 22, 2018 and has received service via two repairs in the past two years; related to leaks in the scope but with no damage to the bending section area. The scope was last repaired on april 4, 2019 (cracked distal end cover / leak) based on the investigation, the potential cause of the leak / broken bending section skeleton is due attributed to excessive force or stress to the bending section area. The instruction manual states the following; ¿do not twist or bend the bending section with your hands¿. Additionally, the instructions for safe use manual indicate that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The service center was informed that there was a leak in the scope. There was no death or serious injury reported.